Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-05607. It was reported a cerebrospinal fluid (csf) leak occurred during a trial implant procedure. The patient reported a headache afterwards. Physician pulled the 2 leads; follow-up information indicated all symptoms resolved on its own.